Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir had air bubble and the size of the air bubble was large. The blood glucose was 189 mg/dl. The customer reported that the air bubble was noticed during the therapy. The device will be returned for the analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Performed pre-fill reservoir test. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles.